Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that during a vitrectomy, the anterior vitrectomy probe did not cut although the shaft backwards and forwards. The aspiration was good. The patient experienced a retinal tear. The vitrectomy probe was changed and endolaser was used. Additional information has been requested but not received to date.